Event description:
After filling this cassette with medication for a homecare pt, rptr visually inspected it. A hair was noted on the inside of the medication bag contained within the cassette (as fluid was introduced & then withdrawn from the bag, the hair would move). The contents were removed, filtered through a 0.22u filter & then added to a new cassette. No other hairs were noted in cassettes from the same lot.